Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding an scs (spinal cord stimulation) trial patient. It was reported that the right side lead had perfect coverage using contacts 12-15 but contacts 9, 10, 11 were greater than 10 thousand ohms. The left lead contacts 0-7 were between 2000 and 6000 ohms and the patient did not feel any stimulation. The rep was to discuss the issue with the patient¿s healthcare professional. Follow-up was conducted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260, lot# va1cspk021, product type: screening device. Product ID: 977d260, lot# va19d6a018, product type: screening device.

Event description:
Additional information was received from the rep which indicated that the patient was able to feel stimulation and that the issue was resolved. Additional information was received from the rep regarding the patient. It was reported that the issue occurred post op.